Event description:
It was reported that the customer had issues with his sensor and blood glucose level readings. The sensor was reading less than what his blood glucose level was. The insulin pump went into threshold suspend. His sensor glucose reading was around 40 mg/dl but his blood glucose level was 327 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. He noticed a bent cannula on a previous sensor. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.